Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: the lot was manufactured from december 05, 2019 - december 09, 2019. H10: four (4) actual samples were received for evaluation. Unaided visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed using tap water which revealed a leak between the spike port tube and spike port bonding area of all samples. The reported condition was verified. The cause of the condition was not determined; however, the most likely cause was due to inadequate or lack of cyclohexanone applied during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the middle port. The leaks were identified after the compounding and during the visual inspection prior to patient use. There was no patient involvement. No additional information is available.